Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the patient experienced a cardiac perforation and a decrease in blood pressure. Cardiac tamponade was also suspected. It was noted that the device slipped near the apex. Post-operative contrast radiography was reviewed. The pericardial chamber was confirmed using a contrast agent; it was believed that the micra cup caused myocardial damage when it slipped. Pericardial puncture and drainage were performed. Blood pressure recovered and the procedure was completed successfully and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.